Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with cefazolin ip and cefazime ip once a day for peritonitis. Treatment with cefazolin and cefazime were ongoing. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).